Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the reflecting mirror ruptured due to several calcifications into the prostate. The procedure was completed with another of the same device lot number. No patient complications were reported.

Manufacturer narrative:
Boston scientific concludes based on device analysis that there were no breaks identified along the fiber body during functional testing. Analysis did confirm a distal circumferential fracture. It is probable that the identified debris adhesion on the metal cap surface during analysis contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the analysis result and information available, there were no fiber breaks identified along the length of the fiber body, instead a distal circumferential fracture was identified. The information available indicated that the procedure was completed with another fiber without patient complications. The information reasonably suggests that the identified distal circumferential fracture is unlikely to cause patient harm if it were to reoccur. The investigation is assigned a conclusion code of unintended use error caused or contributed to event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the reflecting mirror ruptured due to several calcifications into the prostate. The procedure was completed with another of the same device lot number. No patient complications were reported.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the reflecting mirror ruptured due to several calcifications into the prostate. The procedure was completed with another of the same device lot number. No patient complications were reported.